Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse observed wash 1 reservoir depleted errors and replaced the wash 1 sensor and tubing. The cse spoke with the customer, and the (B)(6) results may be attributed to reagent pack contamination due to improper reagent pack handling. The operator hand mixed an open reagent pack, some leakage occurred on top of the pack that was wiped off with the glove hand. All opened reagent packs were replaced and quality control (qc) was acceptable. The suspected contaminated reagent pack was confirmed by loading it onto another advia centaur system, and reproducing out of range qc results. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the performing quality control and taking corrective action states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: · consider the sample results invalid and repeat testing. · verify that the materials are not expired. · verify that required maintenance was performed. · verify that the assay was performed according to the instructions for use. · rerun the assay with fresh quality control samples. · if necessary, contact your local technical support provider or distributor for assistance." The instrument is performing within specifications. No further investigation is required.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained by the customer when performing a look back of reported patient results due to quality control issues. Patient results were being reported, even though quality control (qc) results were high and out of range. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) assay results.